Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's power management board was replaced to address the issue. The power management board was returned to the manufacturer for investigation. A faulty charer chip was the roort cause of the issue.